Event description:
The hcp reports the pt presented 08/06 with signs of infection on the lead track including redness, drainage, and incisional wound opening. Perioperative antibiotics were administered. The pt did not have meningitis. A culture was obtained which produced "mssa" growth. The pt was treated with oral antibiotics and underwent device system explant of the lead two months later. The rest of the device had been previously removed due to infection in 2005. The pt outcome is reported as ongoing. The pt is currently on oral antibiotics and will continue to follow up with an infectious disease physician.